Event description:
The complaint was reported as: the customer alleges that the end tip disconnected from the tube. The patient stopped receiving his medication. There was no clinical consequence to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
The lot number is unknown, however, two lot numbers (02g1300215, 02f1300779) are reported as in service in the reporting facility. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) of batch number 02g1300215 and 02f1300779 of material (B)(4)(tubing, star lumen, (B)(4)) have been reviewed and no non-conformance reports were originated for the lots in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If the defective sample becomes available this investigation will be updated with the evaluation results. Additional device manufacture date: 07/01/2013.